Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was the digital pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device.